Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that an adhesive issue event occurred on (B)(6) 2026. The patient reported infusion set fell off during use and patient experienced blood glucose level was high and treated with correction bolus via pump. Customer reports set has been in use for: 2 hours no further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.